Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text: device not returned.

Event description:
It was reported through stryker facebook page: "had stryker knee replacement 1 year ago, most painful recovery ever. Had 2nd surgery on same knee this past april, getting ready to go in for a 3rd surgery on same knee. Will never do surgery on the other knee." "Had total replacement last august, 1 year ago. I wish I would have never had the surgery!!! More pain now than before surgery!! Getting tired of hearing, "let's try this, let's try this. Getting ready for a 3rd surgery in the past year."